Manufacturer narrative:
The adverse event reported describes an anticipated side effect according to the insightec IFU.the investigation for this event is still ongoing. If new details are recieved, this report will be updated.

Event description:
Patient underwent focused ultrasound treatment to treat essential tremor. The patient presented with burns on their scalp above the ear.

Event description:
Patient underwent focused ultrasound treatment to treat essential tremor. The patient presented with burns on their scalp above the ear.

Manufacturer narrative:
There was no device malfunction. Treatment parameters were in line with the typical range. The treatment process was as expected. No new risk has been recognized. The adverse event reported describes an anticipated side effect according to the insightec IFU and is expected to be transient.